Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed that the polytetrafluoroethylene (ptfe) had peeled/scraped off on several places along the proximal section. Functional testing was performed and the ptfe coating revealed no anomalies. The ptfe coating remained adhered to the guidewire, which confirmed the ptfe coating met all required specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the information provided and investigation, therefore "caused by other" was assigned to the investigation.

Event description:
It was reported that during procedure, the polytetrafluoroethylene (ptfe) coating of the subject guidewire was observed to be peeling. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure, the polytetrafluoroethylene (ptfe) coating of the subject guidewire was observed to be peeling. There were no reported clinical consequences to the patient.